Event description:
Customer called to report that the insulin pump alarmed motor error and motor position encoder error immediately after priming . Customer's blood glucose reading was 67 mg/dl. No significant events leading to the alarm were observed. Customer was able to rewind the insulin pump. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
No unexpected reset anomalies, erasing of settings anomalies, battery icon anomalies or low battery life anomalies noted during testing. Passed pump self test, displacement test, rewind test, basic occlusion test, prime/a33 test and off no power test. The operating currents were in spec. E70 alarm is present in alarm history screen. Insulin pump received with stuck motor error alarm loop during bolus delivery. Motor was tested outside of the unit and passed. The motor may have had an intermittent failure that was not detected during our testing. Minor scratches on lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.